Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced screen display frozen. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation.